Manufacturer narrative:
A partially deployed wallflex biliary stent was returned for analysis. The returned device was deployed past the reconstrainment limit. Visual examination found the outer sheath and inner shaft were bent. Functional evaluation found that it was not possible to reconstrain the stent as received, however, the rest of the stent was successfully deployed without issue. No other issues were identified during the product analysis. The condition of the returned device indicated that it has reached the reconstrainment limit which was not consistent with the complaint incident. The stent that reached the reconstrainment limit cannot be reconstrained. Therefore taking all available information into consideration, the investigation concluded that the reported event was most probably due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rx fully covered stent was to be used in the bile duct during stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was implanted to treat a stricture due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician reconstrained the stent for repositioning; however, the outer sheath can only be reconstrained midway. Approximately 2 cm of the stent was partially deployed and the stent was removed from the patient. The physician checked the device outside the patient and noted that sheath was flattened. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. There was no harm noted on patient's condition at the conclusion of the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rx fully covered stent was to be used in the bile duct during stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was implanted to treat a stricture due to pancreatic cancer. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician reconstrained the stent for repositioning; however, the outer sheath can only be recoinstrained midway. Approximately 2 cm of the stent was partially deployed and the stent was removed from the patient. The physician checked the device outside the patient and noted that sheath was flattened. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. There was no harm noted on patient's condition at the conclusion of the procedure.